Event description:
It was reported that during an ¿abdo surgery¿, the knife came loose. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # 232a79. (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no reload present. The device was examined for visual inspection and the wedge from the left side was loose. Further analysis shows damage on the white block. No functional test was performed due to the condition of the device. No conclusion could be reached as to how the wedge became damaged. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.